Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that a stent delivery system (sds) encountered resistance when advancing over the wire. Factors that may contribute to difficulty advancing a sds over the guide wire include, but are not limited to, inner diameter of the sds, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the sds or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement. Additionally, it was reported that core peeled. It is possible that manipulation of the guide wire, when resistance was met, contributed to the reported peeled core. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat an unspecified lesion. During stent placement along the balance middleweight universal guide wire, coating on the core of the wire was noted to have been peeled. Resistance was felt with the stent during advancement. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.